Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that there was crystallization around the fill port of 2 infusor lv5 devices, indicating a possible leak. This is report number 2 of 2. There was no report of patient injury or medical intervention. No additional information is available at this time.